Manufacturer narrative:
(B)(4).

Event description:
A customer reported during an intraocular lens (iol) implant procedure, the trailing haptic broke off and remained in the cartridge. The implanted lens was not centered properly. The lens remains implanted. Additional information was requested.

Manufacturer narrative:
Additional information indicated an approved cartridge was used with the approved viscoelastic; however, an unapproved injector was used. This injector has not been qualified for use with any combinations at this time. Not enough information was provided to conduct a review on the cartridge lot. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned. The lens product history records were reviewed and documentation indicates the product met release criteria. Cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).